Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l4-l5 to treat lscs. It was reported that during final tightening, the tip of the driver fractured, and the fragment remained in the setscrew head. The surgeon tried to remove the fragment but failed. No patient complications were reported.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was visually confirmed that approximately ~3mm of the instrument tips have been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface damage noted. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, with plastic deformation of remaining portion of the tip, just below the fracture. Dimensional inspection of the tip diameter confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.